Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. Qualification records were reviewed, and the product met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 checking your blood glucose 7. Page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Page 96 warning: if you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Customer reported high blood glucose (over 400 mg/dl) and was not sure if the pod was delivering insulin. The pod was worn between 4 and 24 hours.